Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. Customer's blood glucose level was unknown. Customer reports cracked over the window where the reservoir was located. Customer states insulin pump was louder during rewinding. The insulin pump will not be returned for analysis.